Event description:
It was reported that during routine follow up a ventricular lead warning message was received upon device interrogation. Several high impedance values were noted with the lead monitor set at 4,000 ohms and several ventricular high rate (vhr) episodes were observed. The intervals were very short and appeared to be noisy. The representative was unable to reproduce any noise with isometric exercise and changing positions. Pacing threshold was 1.25v @ 0.4ms and r-waves were 5.6 - 8.0mv. The patient was not symptomatic. It was noted that the first vhr episode was approximately 6 months prior, just after the implantable pulse generator (ipg) was replaced. The lead was programmed to monitor only and an echocardiogram and x-ray were going to be performed. Technical services suggested also looking at the device header to ensure the lead was properly seated in the header. It was reported that the patient was very active and growing; a lead crush was suspected. Additional information was received that no capture was observed and impedance had risen to >9 ,000 ohms. The patient underwent a lead extraction procedure but the lead could not be completely removed. It was decided not to implant a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator (ipg) implanted 2013 (B)(6). (B)(4).